Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/24/2019. Device evaluation: the reported lens returned cut in three parts. The condition observed is consistent with a lens that has been cut due to ¿iol removal¿ or ¿explant¿ process. (Refer to photo attached- attachment 2). Due to the condition of the lens returned, the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced dysphotopsia and could not handle the intraocular lens (iol), therefore, the lens was explanted from the patient's right eye. There was no vitrectomy, incision enlargement or sutures required. A non-johnson & johnson lens was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.